Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached 3 ruby coils in the aneurysm. However, when a new ruby coil was advanced through the px slim delivery microcatheter (px slim), it advanced half way but would not come out of the introducer sheath. The physician attempted to remove the ruby coil but it unintentionally detached inside the px slim. The px slim containing the ruby coil was removed from the patient. The procedure stopped after an angiogram was performed confirming that the target vessel was occluded. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 5.0, 9.0, and 12.0 cm from the proximal end; the introducer sheath was damaged approximately 1.5 cm from the distal tip; the proximal constraint sphere was inside the distal detachment tip (ddt) with a piece of stretch resistance wire (sr wire); the coil was detached and stuck inside the px slim, however the coil was flushed out of the catheter during decontamination. There was no visible damage to the px slim. Conclusion: evaluation of the returned device revealed that the ruby coil sr wire was fractured. This type of damage typically occurs if the ruby coil is retracted against resistance with excessive force. Further evaluation revealed a damaged introducer sheath. The damage to the introducer sheath likely caused the resistance mentioned in the complaint. This resistance likely caused the fractured sr wire. The kinks in the pusher assembly were likely incidental. There was no damage to the px slim. The ruby coils are 100% functionally tested during in-process inspection. Px slims are 100% visually evaluated for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.